Manufacturer narrative:
(B)(4) was informed the product would not be returned for evaluation. The information available in the reported problem states only that the needle tip broke while in use. All manufactured needle lots are sample fatigue tested. Samples must show with 95% confidence that 99% of the lot will pass a minimum of 24 cycles. Where the lot number was unavailable, the device history record could not be reviewed. Without return of the product and limited information regarding the incident, an exact root cause could not be determined. A possible cause is use of the product in a manner other than described in the instructions for use included with the product such as excessive needle deployment.

Event description:
Per medwatch: patient was having arthroscopy shoulder with acromioplasty. Repair left shoulder rotator cuff. Surgeon was using the stryker rp 360 flexible needle and the needle tip broke while in use. X-ray was taken and report was negative for foreign body. Country of event: USA.